Event description:
It was reported that the customer rec'd multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was high and the customer indicated they would steps to manage their bg level. As the customer changed the cartridge and tubing, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.